Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0140, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2006. The consumer reported that after having essure inserted, she had stabbings pains, extreme bleeding, weight gain and many procedures. She had biopsies, d&c (interpreted as dilation and curettage), hysteroscopy, uterine ablation and finally a full hysterectomy. She stated that never once her physician informed her any of the side effects of essure. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that had extreme bleeding. She underwent biopsies, d&c (interpreted as dilation and curettage), hysteroscopy, uterine ablation (interpreted as endometrial ablation) and finally a full hysterectomy. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion. Given the nature of the reported event, positive temporal relationship, and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention. A product technical analysis has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 08-sep-2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that had extreme bleeding. She underwent biopsies, d&c (interpreted as dilation and curettage), hysteroscopy, uterine ablation (interpreted as endometrial ablation) and finally a full hysterectomy. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion. Given the nature of the reported event, positive temporal relationship, and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.